Event description:
The customer reported that their central station was having speaker issues. It is unknown if the device was in use at the time of the event.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation

Manufacturer narrative:
There is insufficient information available after three good faith efforts were made to obtain information. There was no response. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : customer declined service.